Manufacturer narrative:
Bd received a 24 gauge nexiva single port unit from lot 9162773 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed the needle was bent and fully disengaged. The area of the cannula was twisted as well. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a supplier issue.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced safety mechanism/needle disengagement (removal) difficult after use. The following information was provided by the initial reporter: the needle had been bent and the cap doesn't fit properly.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva single port 24ga 0.75in (0.7 mm x 19 mm) experienced safety mechanism/needle disengagement (removal) difficult after use. The following information was provided by the initial reporter: the needle had been bent and the cap doesn't fit properly.